Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, there was significant bleeding around the access site. The doctor then tightened the perclose sutures to stop the bleeding. The doctor proceeded with the percutaneous coronary intervention and performed an intravascular ultrasound. Two drug-eluting stents were placed in the proximal/ostial right coronary artery followed by non-complaint balloons to optimize the stents. It was at that time bleeding was noted to still be around the sheath. Five liters of volume (normal saline and albumin) were given. Due to the patient not tolerating the procedure well and loss of volume, the doctor made the decision to leave the impella cp in and send to the intensive care unit. The position of the impella was confirmed under fluoroscopy and echocardiogram. The t-lock was locked and the tuohy was tightened. The blue suture hub was secured with angle maintained. The site was dressed and no bleeding was around the repositioning sheath and no hematoma was present. The impella cp was successfully weaned and explanted.